Event description:
The st. Jude medical representative reported that upon initial interrogation, the device displayed an extended charge time. When performing manual capacitor maintenances, the charge time was unable to be reduced. The decision was made to explant the device.